Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received inappropriate shocks. Review of the episodes noted both treated and untreated episodes with t-wave oversensing and changes in amplitude morphology measurements. The s-ICD remains in service and there were no additional adverse patient effects reported.